Event description:
Medtronic received information that this bioprosthetic valve was explanted, due to regurgitation and severe endocarditis involving the aortic root and mitral annulus.

Manufacturer narrative:
(B) (4): evaluation results: device history review found the product met specifications when released for distribution. Conclusion: cause of event attributed to patient related condition. Analysis: upon receipt at medtronic's quality laboratory, the valve was received cut into 17 pieces. A large section of the inflow with the leaflets attached was received for analysis. The edges of aortic wall tissue along the detached annulus adjacent to the belly of the non-coronary cusp appeared smooth and slightly rolled. The receipt condition of the valve does not allow a more thorough observation to possibly determine the cause of regurgitation. All leaflets were stiff but flexible possibly due to the formalin solution the valve was placed in during explant. Small areas on the free margin of the right and non-coronary cusps adjacent to the left right and right non-coronary commissures were slightly desiccated. Glistening off-white pannus remained attached to the margin of attachment of the left cusp extending 1 to 5 mm onto the inflow possibly reducing the orifice area. An unknown amount of pannus appeared to have been removed from the inflow. A tan to brown and an off-white spongy host material, of unknown origin, lined four pieces of aortic wall. Radiography showed trace mineralization in two pieces of aortic wall tissue. Histopathology testing revealed the etiology of the aortic wall degeneration that led to the pseudoaneurysm is unknown. This was followed by infection endocarditis that likely originated on the adventitial surface of the valve or within the pseudoaneurysm space itself. This is consistent with the reported clinical impression of endocarditis of the aortic root extending to the mitral annulus. The infection was limited to the adventitia of the tissue, without causing destruction of the bioprosthetic aortic media; this fact makes the infection a likely secondary process rather than the causal event of the aortic wall defect. Conclusion: the DHR for this device was reviewed and no issues were shown that would have impacted this event. Reduced performance of the valve is attributed to endocarditis and host tissue overgrowth. These findings are generally considered a patient related condition.